Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#513;d an alarm for battery depletion after two years w hen the patient was told the device worked for five years. The patient's device will be replaced. No patient complications have been reported as a result of this event.